Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) reprocessing around the forceps elevator after a procedure was insufficient. B) the user did not reprocess the device immediately after procedure, and foreign material adhering to the forceps elevator was dried and solidified. The following description is included in the instructions for use (IFU) reprocessing manual as a preventive method of the suggested event: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet" the following description is also included in the IFU (reprocessing manual): "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.